Event description:
It was reported that the device indicated elective replacement [eri] while still in the box in the manufacturer's bag. The device was not used and there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.